Event description:
It was reported that the patient experienced chemical burns from the purewick female external catheter which was used in 2 different hospitals. It was stated that the patient was allergic to the wick. No medical intervention was reported. Per follow up call performed on 09dec2020, the patient used twice in two different hospitals and obtained what felt like chemical burns almost immediately. It was noted that the patient had to use the ice packs for relief.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to incorrect device placement or suction issue and wick damage or soiled. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced chemical burn from the purewick female external catheter which was used in 2 different hospitals. Stated patient was grossly allergic to the wick.